Manufacturer narrative:
The device was not returned for eval. Specific product lot info was not provided with the initial report of the complications. The date of plug insertion and removal was not reported with the initial report of complications. The attending doctor was able to irrigate the plug from the canaliculus. A request for case specific info has been requested from the reporting doctor. Supplemental info will be submitted when received.

Event description:
Reported observation: pt developed canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug. (B)(4). Product lot number: unk. Product inserted on: unk. Date of complication: reported to oasis medical, inc on (B)(6) 2010. Attending doctor successfully irrigated the plug from the canaliculus. Pt treated with an antibiotic treatment.